Event description:
The home pt's spouse contacted the technical service center regarding a system error 2240 alarm. While trouble shooting the alarm situation, the home pt's spouse reported an episode of peritonitis. The home pt's spouse reported that the home pt was diagnosed with peritonitis in 2002, when pt presented in the emergency room with cloudy effluent and abdominal cramps. Medical intervention is unknown. Follow up with the home pt's nurse reported that the effluent gram stain results were positive and the home pt was seen in the clinic 2 days later and given ip vancomycin 1gm. The home pt was seen again in the clinic the following day and no further treatment was indicated as the home pt was responding to treatment.